Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair procedure, the second implant on the meniscal cinch ii, ar-4501, would not deploy. The case was completed with a second meniscal cinch ii, ar-4501 from a different lot (f281167). Additional information received on 04/11/2019: the rep confirmed the first implant from the defective ar-4501 was not removed, and remains implanted. The device was discarded and will not be returning for evaluation.